Event description:
Pt had rotator cuff repair approx. 2 years ago at another facility. Reinjured shoulder recently. MRI showed mitek suture anchor had 1 broken wing and both the wing and the suture anchor had migrated. Pt had exploration 5/9/97. Both wing and suture anchor found and removed. Rotator cuff repaired again.